Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:how to perform permanent his bundle pacing: tips and tricks. Pace 2016;00:1¿7.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads used for his bundle pacing in clinical practice. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article noted that in rare occasions oversensing is noted during placement of the lead. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.